Event description:
A physician reported that her pt had undergone the essure procedure and was presenting to her with pelvic pain 6 weeks following the procedure. The pt was diagnosed with endometritis and treated with antibiotics and analgesics; the pt's pain continued. The physician said that essure micro-insert removal was requested by the pt and the physician agreed that removal was the best course of action. The physician removed the micro-inserts via laparoscopy; the right coil came out intact easily and the left coil came out in pieces and appeared to be somewhat kinked inside the tube. No perforation of the tubes was observed on a CT scan nor during the laparoscopy. The physician stated that the pt's pain has subsided. The physician believes that the essure micro-inserts were directly related to the pt's pain because, as stated by the physician, the pain was localized to the tubes and was worse on the left than the right.

Manufacturer narrative:
(B)(4).